Event description:
Reporter alleged a glucose result of 179 mg/dl and twenty mins later was found passed out so emergency med tech (emts) were called. It was stated the emts tested glucose to be either a 43 or 48 mg/dl so customer was given a dextrose IV and taken to the hosp. Reporter indicated at the hosp the customes' meter read 146 mg/dl back to back with hosp result of 52 mg/dl performed within less than a minute of each other. A request and made for the return of the suspect device and replacement product was sent.